Event description:
The tip of the device fell apart in the abdomen during use.

Manufacturer narrative:
The tip of the device fell apart in the abdomen during use. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.